Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn: (B)(6) stopped compressions after about 25 minutes was confirmed in the archive data but was not confirmed during functional testing. Based on the archive data review, the nxt platform stopped compressions 29 minutes into treatment due to fault code 1160 (low battery), confirming the reported complaint. The customer replaced the battery. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was tested further using a medium zoll torso fixture (mztf) with multiple known-good nxt batteries until discharged without fault or error. The autopulse nxt platform functioned appropriately and performed as intended. Following service, the nxt platform passed final tests without issues.

Event description:
Patient#: (B)(6). The customer reported that during patient use, the autopulse nxt platform (sn: (B)(6) stopped compressions after approximately 25 minutes. According to the customer, there were no obstructions or alerts observed. Manual compressions were then initiated. No consequences or impacts on the patient.